Event description:
It was reported via repair work order that the bed had phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had phantom motion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submtted with investigation results provided by customer which determined the bed had phantom motion. However, this could not be confirmed by stryker as the customer had already performed repairs prior to stryker inspection. Customer performed evaluation.